Event description:
It was reported that the catheter showed a bulge in the external region of the catheter (repair) during whirlpool salinization; 2 days after the appearance of this bubble (bulge), the catheter ruptured. No other information was provided. Additional information received 23-apr-2025: it was reported therapeutic failure, the patient underwent further puncture attempts (avp) and after a new PICC insertion. The event did not result in exposure to blood or bodily fluids and no intervention was required.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One video of a 4 fr groshong nxt catheter was returned for evaluation. The complaint of a damaged catheter is confirmed and appears to have been caused by over-pressurization; however, the root cause of this over-pressurization could not be determined from the returned video. The reported event indicated the catheter burst 2 days after the aneurysm formed. This could not be confirmed since it was not observed in the returned video. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.